Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Not returned to manufacturer.

Event description:
It was reported a size 4 microplasty broach broke during impaction. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Mechanical (g04)-stem. One tprlc 133 mp sp rasp 4x93mm item# 51-208040 lot# 070560 was returned and evaluated. Upon visual inspection the rasp had fractured at a fin near the threaded hole location. The remaining fin shows some damage along with an indentation on the fractured piece. A review of the device history records identified no related deviations or anomalies during manufacturing. A review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event details to report.